Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition without asystole, and inappropriate shocks without therapy exhaustion. A surgical revision was performed. The physician evaluated the lead under fluoroscopy during the procedure and described the noise on the lead being due to lead fracture. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.